Event description:
The implantable cardiac defibrillator system was returned with no information. A database search by serial number revealed the patient to be deceased. The death occurred less than one year after the most recent component implant. Follow up has been inconclusive and no further contacts are known. No complaints, allegations, or previous contacts have been received in regards to the device system or any of the individual components.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up has been done with all reasonable contacts and all information that has been made available has been reported. Any additional information that is made available will be forwarded.